Event description:
It was reported that when using one (1) bd vacutainer® blood transfer device, the unit was clogged and could not dispense blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® blood transfer device, the unit was clogged and could not dispense blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received six photos for investigation. The photos were reviewed and the indicated failure mode for clog with the incident lot was not observed. Additionally, twelve (12) retain samples were visually evaluated for sleeve assembly, pierced sleeve, defective sleeve, clogged cannula and foreign matter in np cannula and functionally tested for leakage. No issues were observed relating to clog as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clog. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.